Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she kept receiving sensor error alarms. She also received calibration error, change sensor, and blood glucose now alarms. The insulin pump went into threshold suspend when her blood glucose level was not low. The customer's sensor glucose reading was 40 mg/dl but her blood glucose level was 400 mg/dl. The customer had issues inserting the sensor. The device was not returned.